Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the mr850 respiratory humidifier alarmed when the heater wire adaptor was connected to an rt202 adult breathing circuit. This was found during a set up check prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt202 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory heater wire was resistance and continuity tested using a calibrated multimeter. Results: resistance test revealed that the inspiratory heater wire was out of specification. The continuity test identified a break in the heater wire at the connection to the left heater wire pin inside the overmoulded plug. A lot check could not be carried out as the lot number was not provided. Conclusion: we are unable to determine what may have caused the open circuit on the inspiratory heater wire. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the breathing circuit was released for distribution. The user instructions that accompany the breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.